Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 screw, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported during the procedure an extraction screw was broken when being utilized to remove a locking screw with a damaged screw recess, used for a tibial diaphysis fracture. The tip of the screw remained in the patient¿s bone. The surgeon decided to leave it in the bone and complete the operation. The surgeon may re-operate to retrieve the broken piece in the future depending on the patient¿s condition. This report is for 1 screw, part and lot number unknown this is report 2 of 2 for (B)(4).